Manufacturer narrative:
The reported issue was unconfirmed. The root cause identified as was not identified as no issue was found. They removed the device. They want to know how long it should take a patient to rewarm. Noted without knowing the patient temperature (pt) rewarm rate and targeted temperature (tt), they cannot give them a time to rewarm. Advised to get the device from the floor and call back to trouble shoot with engineering since they were alleging the device was not performing as designed. Per follow up information received via phone on 11dec2025, spoke with biomed who reviewed the event log and ran a functional check on the device. No issues found so it was sent back into service. They believe it was just user error. Device was sn (B)(6). The reported event is unconfirmed; the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated nurses called stating arctic sun device took too long to warm the patient. They removed the device. They want to know how long it should take a patient to rewarm. Noted without knowing the patient temperature (pt) rewarm rate and targeted temperature (tt), they cannot give them a time to rewarm. Advised to get the device from the floor and call back to trouble shoot with engineering since they were alleging the device was not performing as designed. Per follow up information received via phone on 11dec2025, spoke with biomed who reviewed the event log and ran a functional check on the device. No issues found so it was sent back into service. They believe it was just user error. Device was sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated nurses called stating arctic sun device took too long to warm the patient. They removed the device. They want to know how long it should take a patient to rewarm. Noted without knowing the patient temperature (pt) rewarm rate and targeted temperature (tt), they cannot give them a time to rewarm. Advised to get the device from the floor and call back to trouble shoot with engineering since they were alleging the device was not performing as designed. Per follow up information received via phone on 11dec2025, spoke with biomed who reviewed the event log and ran a functional check on the device. No issues found so it was sent back into service. They believe it was just user error. Device was sn (B)(6).

Event description:
It was reported that the biomed stated nurses called stating arctic sun device took too long to warm the patient. They removed the device. They want to know how long it should take a patient to rewarm. Noted without knowing the patient temperature (pt) rewarm rate and targeted temperature (tt), they cannot give them a time to rewarm. Advised to get the device from the floor and call back to trouble shoot with engineering since they were alleging the device was not performing as designed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.